Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: post/pre operative x-ray reports or histological report are not available for review. Parts have been reviewed and found that the femoral head exhibits slight hazing on the articulating surface and some discoloration on the internal taper. The liner has a slight rim fracture as well as damage to both the inner and outer surfaces. The inner surface of the liner indicates that a screw may have been used to remove it from the shell. The shell has also sustained some damage, most notable is the wear exhibited under the locking ring window. The locking ring has been bent and is lodged within the locking ring groove. A piece of the liner appears to be caught within the locking ring groove. No definitive cause analysis can be performed with certainty. Eval: manufacturing records of all these parts have been verified and they indicate that parts were manufactured, inspected and packaged according to specifications.

Event description:
It is reported that the pt was revised due to chronic instability. During the revision, severe metallosis was noted.